Event description:
There is no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record identified no repairs related to the reported event. The reported loose screw issue could not be replicated; no problem found. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.. G2: UK.

Event description:
It was reported that during an unknown time, the screws in the dermatome machine were loose. There was unknown patient impact or delay reported. Due diligence is in progress. There was no adverse event associated with this malfunction.